Event description:
Hcp reported patient presented with signs of withdrawal including nausea/vomiting and sweating. The physician attributes the formation of a seroma secondary to the patient bumping the pump. The hcp felt the pump "battery was dead" after an implant time of 34 months. The patient was feeling much better after receving oral medication to help with the withdrawal symptoms. The pump was explanted, replaced, and sent to the manufacturer for analysis. The patient was noted as; "patient hasn't felt this good in over a year."